Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during our testing. The insulin pump has cracked case at the display window corner, minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube window.

Event description:
Customer reported via phone, the insulin pump had alarmed button error. Customer was attempting to program a temporary basal and during the process it alarmed. Customer then removed the battery, reinserted, and alarm persisted. Customer's blood glucose was 160 mg/dl. Customer reported she got her shirt wet and the device was under it. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.